Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an e216 scope communication error, and the dry air/water channel and cylinder has white residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the scope communication error is traced to component failure, and the white residue remaining is a known risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.